Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact. The up arrow, down arrow and ok buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. It was reported the issued caused an over-delivery of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.